Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. Investigation: inspect returned samples analysis and findings: complaint #: (B)(4). Distribution history: this complaint unit was manufactured at csi on 8/26/2009 under wo #: (B)(4) and shipped on 8/28/2009. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at this time. However, at the time of manufacture, records from each unit are reviewed to ensure that product meet all specifications. Should the device history record be located, this complaint will be amended accordingly. Incoming inspection review: n/a. Service history record: one service history record was found for this unit. This unit was here 3/13/2018 under log 88406. The unit's diaphragm had been updated to the new material to address a non-conformity previously identified in 2016. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 93840, this unit was at csi on 2/11/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: the unit was evaluated by service & repair and returned to the customer as requested. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report forwarded by csi service & repairs- the repair log/authorization form stated- "need checked after incident". Please note incident was not reported on the authorization form as at time on complaint initiation , however excess bleeding was notated (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Report forwarded by csi service & repairs- the repair log/authorization form stated- "need checked after incident". Please note incident was not reported on the authorization form as at time on complaint initiation , however excess bleeding was notated. (B)(4).